Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve as part of a an avr. The manufacturer was notified that the device was explanted and replaced with a pvs21 the same day. Additional information was received from the site on (B)(6) 2019 identifying that the explant was a result of an oversizing which lead to pinwheeling. The physician removed the valve and replaced it with a smaller size. There were no adverse effects to the patient as a result of this issue and only 10 minutes of additional x-clamp time were added to the procedure.

Manufacturer narrative:
Additional information was received from the site on dec. 02, 2019 identifying that the explant was a result of an oversizing which lead to pinwheeling. The physician removed the valve and replaced it with a smaller size. There were no adverse effects to the patient as a result of this issue and only 10 minutes of additional x-clamp time were added to the procedure. Based on this information there were no device related issues and the root cause of the intra-operative failure to implant was a mis-sizing of the valve. Because there was no adverse effects on the patient and the site reported the issue was not a result of any valve malfunctions or irregularities the manufacturer will not perform any further investigations. The root cause is thus intra-operative dysfunction/difficulty as a result of a user mis-sizing of the valve.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve as part of a an avr. The manufacturer was notified that the device was explanted and replaced with a pvs21 the same day. No further information was received.